Event description:
The customer reported a leak from underneath the air mix and temperature control (amtc) module of a unicel dxh 800 coulter cellular analysis system. The volume of the leak is not known and was contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a clog in a mixing well that caused the white blood cell (wbc) bath to overflow. The fse cleaned the mixing well to remove the clog and the instrument was able to run without leaks. Repairs were verified per established procedures. (B)(6). (B)(4).